Manufacturer narrative:
The manufacturer did not received the device for review as it remains implanted. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a change in the packaging of the ms-30 stem (different number of warps) led to confusion and contamination of the sterile field and implanting of an unsterile product during a surgery. It was further reported that the error was identified: the implant was removed during surgery and the sterility was ensured by changing all surgical equipment and washing out of the affected hip.

Manufacturer narrative:
Device history records (DHR): no DHR check could be performed since lot number is not available. No trend considering the following event is identified: packaging with only 2 bags instead of 3. Event description: it was reported that an ms30 stem was packed with a different number of bags which led to confusion and contamination of the sterile field and implanting of an unsterile product during a surgery. Subsequently the implant was removed and sterility ensured by changing all surgical equipment and washing out of the affected hip. The customer used to have 3 layers of packaging but now only has two. They weren¿t informed of any changes. Review of received data: no case-relevant documents received. Devices analysis: no product was returned to zimmer biomet. Review of product documentation. The affected packaging configuration was changed via product change request (B)(4) in the course of the global packaging project. The implemented changed packaging design of the ms-30 distal centralizers from 3-pouch system to 2-pouch-system is a common packaging design of sterile products. Conclusion summary. It was reported that an ms30 stem was packed with a different number of bags (3 layers instead of 2) which led to confusion and contamination of the sterile field and implanting of an unsterile product during a surgery. The customer has not been informed of any changes. The affected packaging and products are according to specification. Ms-30 stems are manufactured in winterthur and are always sterilized according to a validated sterilization procedure. No patient harm was reported. A review of the complaint history shows that no similar case with patient harm has been reported until today. The affected packaging configuration was changed via product change request (B)(4) in the course of the global packaging project. The implemented changed packaging design of the ms-30 distal centralizers from 3-pouch system to 2-pouch-system is a common packaging design of sterile products. On (B)(6) 2016 the field notification no.160812-001 was sent to the customers which includes an information of a global packaging project which also refers to a possible packaging design change. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).